Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 560 mg/dl. The customer was treated for the high blood glucose with manual injection. The customer stated that insulin drips after letting go of the act button. Customer states they were not wearing the pump during priming. The customer was assisted with troubleshooting and was advised to change the infusion and reservoir set. The customer stated that changing the infusion set resolved the issue. The customer will monitor the insulin pump and will call back if the issue persists. The customer sent their reservoir back for analysis.